Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert triggered for the right ventricular (rv) lead due to low pacing impedance. The lead alert threshold was reprogrammed, and the rv lead remains in use. No patient complications have been reported as a result of this event.